Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. No prime anomaly could be verified due to alarms for the loose drive support disk. The insulin pump was received with a cracked case at display window corners, cracked battery tube threads, minor scratches on the display window and a missing end cap sticker.

Event description:
It was reported the customer was unable to exit the preparing to prime loop. The customer had changed their whole infusion set, reservoir and battery but the issue persists. Troubleshooting could not resolve the issue. The customer also reported dropping their insulin pump three weeks prior. The customer was advised to replace their insulin pump. No additional information provided.